Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomalies were found.

Event description:
It was reported that the right atrial lead dislodged. The patient had gone into cardiac arrest for reasons unrelated to the device. Cardiopulmonary resuscitation was performed and the physician believed that the lead dislodged as a result. The lead was explanted and replaced. The patient would continue to be monitored.